Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant troponin result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant low immulite 2500 troponin result was obtained with one (1) pt sample. The laboratory questioned the result since it did not match the results from the previous day. The lab then repeated the sample several times to confirm. The discordant low result was not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results.